Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that a ml vision stent delivery system (sds) was being used; however, at a pressure of approximately 10 atm, the balloon ruptured. There were no patient effects seen and the intervention was finished with another ml vision sds, without any further problems. No additional event or patient information is available.